Manufacturer narrative:
Update: made corrections to sections d1: miradry system and d2: microwave dermatologic system, product code: oub, d3 manufacture name city and state, g1 contact office and g4 premarket identification.

Event description:
5. Describe event or problem. On (B)(6) 2020 the patient received a second miradry treatment, it was reported that when the anesthesia injections were placed, the patient experienced "an extreme sensation into the ulnar digits of the right hand." During the treatment the patient continued to experience electric shocks and pain. Immediately following ht eprocedure, the patient could not use her right hand. Two days following the treatment the axilla to wrist was completely numb. Over two months later the patient's entire right arm remains numb. Patient has sought treatment from a neurologist, who is unable to answer whether feeling will return or if there is nerve damage without further testing.

Manufacturer narrative:
The rate seen (92 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately (B)(4) of the procedures, and within the acceptable range as identified in risk analysis documentation.

Event description:
On (B)(6) 2020, the patient received a second miradry treatment, it was reported that when the anesthesia injections were placed, the patient experienced, "an extreme sensation into the ulnar digits of the right hand." During the treatment, the patient continued to experience electric shocks and pain. Immediately following ht eprocedure, the patient could not use her right hand. Two days following the treatment the axilla to wrist was completely numb. Over two months later the patient's entire right arm remains numb. Patient has sought treatment from a neurologist, who is unable to answer whether feeling will return, or if there is nerve damage without further testing.